Event description:
The reporter contacted animas on (B)(6) 2013 reporting that when the patient was at daycare the pump emitted low battery alarm then turned off after 20 minutes. The reporter stated that they usually have 24 hours to replace the battery. Customer support advised battery should be replaced within 30 minutes of getting low battery alarm. The reporter stated that they just replaced battery two weeks ago and reported battery indicator did not go down. There is no adverse event associated with this complaint. This report is being made due to the power issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: alarm history shows a low battery warning on (B)(6) 2013 at 6:30am followed by replace battery alarms at 8:32am (B)(6) 2013. No data in black box from this time due to continued use. No power issues were observed in the black box. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap contact height and width was found to be in specifications. The pump powers on normal with no alarms. The pump exercised for 24 hrs with no alarms or power issues occurring. Pump electrical current draws were tested and were within specifications. The pump was opened and no damage was found to power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.